Event description:
It is reported that a customer had issues with the keypad on their insulin pump. The patient's blood glucose level was 229 mg/dl at the time of the call. The customer stated that the buttons are unresponsive and hard to work with. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Findings: no failed battery test alarm noted. All operating currents are within specification. Off no power alarm functions properly. Unit passed self test. All buttons function properly. No damage noted on keypad traces. Unit had cracked reservoir tube lip. Unit received without belt clip. No damage noted on belt clip slot. Inspected the keypad flex connector onj2 lcd, the keypad flex connector on j2 lcd was locked. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.